Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient underwent PICC insertion from the arm at 15:00 pm. Chest radiograph showed the tip of the catheter was located at the lower edge of the t7, which is a normal position. It was found that fluids leaked at the site 0.5cm from the connector during infusion at 18:00pm. Inserted a new PICC catheter.